Manufacturer narrative:
During power up, the unit returned a pump error 130 which kept popping up on the lcd display and was not able to be cleared due to corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify pump error 43 due to the pump error 130. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that the insulin pump was able to clear the alarm. Customer stated that the insulin pump was able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.